Manufacturer narrative:
Added information to sections: b1 (report type), h1 (type of reportable event), h5 (label for single use), h6 (component code, device code, type of investigation, investigation findings, investigation conclusions) the manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The IFU was reviewed and it indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." Based on the available information there is no evidence that supports or confirms the failure mode could be associated to a manufacturing or design defect. As part of the manufacturing process, the units go through balloon and winding inspection process and final visual inspection.

Event description:
As reported, during bypass using tibial vein, the balloon of this fogarty embolectomy did not deflate. Then, the balloon was pierced and when retrieving the device, the catheter body broke into two different pieces (the balloon and filaments on one side and the rest of the catheter on the other). X-rays were used to confirm no product pieces remained inside the patient. The tibial vein was damaged, and the leg had to be amputated; as per customer opinion it is not related to the device malfunction but to the patient comorbidities. The device was available for evaluation.

Manufacturer narrative:
The product has been returned for analysis; however, it has not yet been evaluated. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section d9 and section h6 (device code). The device was received for evaluation. The report of catheter body broken was confirmed. The report of unable to deflate was unable to be confirmed due to condition as received. Catheter body was broken at approximately 2cm, 16cm, 19cm and 25cm from distal tip. Cross surface of broken section appeared uneven and rough. Serrated marks were visible on catheter body broken sections. Catheter body appeared to match at the broken region. The balloon was found to be ruptured in the middle area. Both balloon windings were intact. The edges of latex did not appear to match at the ruptured region. As received, tissue like material was observed around balloon latex. Material could not be removed from balloon. No other visible damage was observed from catheter body.